Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated with the device. The bridge board was replaced as a precaution. The device was recertified and returned to the customer

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "defib fault 196" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.